Event description:
It was reported that during the implant procedure, the lead would not sense and it had an impedance of <200 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. No anomalies were found. The lead had been stretched causing the inner insulation to tear and the inner tubing to buckle. This prevented proper torque transfer when turning the is-1 pin. The proximal conductor was distorted at 29 cm. A cut was evident through the outer insulation material at 19 cm distally.